Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that the spray coating appeared different than normal in bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes before use. No injury or medical intervention.